Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose value was 52 mg/dl at the time of the incident. The customer also reported that she bled uncontrollably while removing sensor and also she got calibration not accepted and sensor glucose value updating alerts. The first sensor with sensor glucose value updating alert was bent. The customer declined troubleshooting for low blood glucose. The customer was treated with juice. The insulin pump will not be returned for analysis.